Event description:
The device was used during a hernia repair procedure. Reportedly, the product produced shavings. The surgeon was able to complete the procedure with the device. The hosp has reported no pt injury occurred.